Manufacturer narrative:
The DHR was reviewed for lot#9000240, and no evidence was discovered to indicate that a product defect or non-conformity contributed to the issue. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The healthcare professional reports that the nm-f5010 implant was inserted 2023/dec/19 in the patient's mouth. The implant was removed during implant placement due to failure of osseointegration. Observed during the event: mobility. The device was forwarded to the manufacturer. No further patient complications were reported.

Manufacturer narrative:
UDI related data quality updates only.